Event description:
As initially reported to customer relations: product complaint of zilver ptx stents shutting down, 2 hours after placement. Dr is unhappy that our stents shut down hours after procedure, leading to more invasive surgical procedures and an extended hospital stay for his patient. Leading to more invasive surgical procedures and an extended hospital stay for his patient. The following additional information was received on 21feb2025. -they referred to stents in the description of event, implying multiple stents were used but a quantity of (B)(4) is listed in the "reported, used qty" field, how many stents were actually used? 3 stents used - in the description of event, what exactly the user is referring to when they say that the stents shut down as that is a generic statement and open to interpretation, was there a loss of patency or what exactly did they mean? Complete loss of flow. 0 patency. -are images (e.g., angiography, us etc.) Of the device and/or procedure available? Yes, see attached. -was the device flushed before the procedure, as per IFU? Yes. -were there any issues with flushing of the device? No. -details of the wire guide used (name, diameter, hydrophilic)? Doctor used whisper wires as well as glidewires (terumo). Was not able to recall which he used for the stent. -what approach was used to access the target site? Contralateral access. -what was the target location for the stent? Proximal and mid sfa. -what artery was the stent placed in? Proximal and mid sfa. -was the wire guide removed from the patient prior to advancing the delivery system? No. There was no issue with the stent tracking. -if removed, was the wire guide wiped prior to advancement of the delivery system? -did the stent delivery system cross the target location? Yes, no issues. -was pre-dilation performed ahead of placement of the stent? Yes, with a 4mm balloon. -was the patient's anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other (if other, please specify) no. -was resistance encountered when advancing the wire guide? No. -was resistance encountered when advancing the delivery system to the target location? No. -was resistance encountered when deploying the stent? No. -how did the physician deal with any resistance encountered? -was the stent fully deployed in the patient before removing the delivery system? Yes. -after deployment did the stent show signs of any of the following: no, stent appears to be fully opposed and open. -was post-dilation performed after the placement of the stent? Yes. -did any portion of the device break off? No. -when did the device break? N/a, prep, advancement, deployment, withdrawal, after removal thumbwheel only - was the distal end of the stability sheath inside the access sheath? N/a, yes, no. Thumbwheel only - was the retraction sheet being held during deployment. N/a, yes, no -did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? N/a, yes, no. --if yes, was the stent partially deployed? N/a, yes, no. --if yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? N/a, removed, deployed. --if removed, did any part of the stent fracture during removal of the delivery system? N/a, yes, no. -was the delivery system kinked or twisted during advancement or deployment? N/a, yes, no. -please advise if and when any damage was observed on the. --wireguide no. --delivery system no. -----if yes, please specify (e.g., kinked or twisted) -what intervention (if any) was required? Attempted to recross, but after failure completed a fem-pop bypass. -was the secondary intervention performed during the same procedure as the device failure or was it scheduled. For another day?2 hours following initial procedure. -were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label. The notes section of the instructions for use, ifu0118 which accompanies this device states the following; "sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Inspect the product to ensure no damage has occurred¿ and ¿upon removal from package, inspect the product to ensure no damage has occurred". There is no evidence to suggest that the user did not follow the instructions for use or label (ifu0118). Image review five images were provided to support the complaint investigation. This was reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: 1. The complaint report involves the acute thrombosis of the zilver ptx stents used to treat a cto of the proximal sfa. The stents reportedly thrombosed within two hours of placement. The acute nature of the thrombosis suggests two leading possibilities: the more probable event of a mechanical issue with the flow through the stents, or less likely some form of immunologic response to the stent. 2. On the post-intervention angiogram submitted for review, the cranial stent margin is not appreciated. This cranial stent margin is arguably the most important area to confirm appropriate placement and stent configuration. The patient presented with a flush occlusion of the proximal sfa. This means the physician had recanalized this flush occlusion, which usually has a thick fibrin cap, and often a small dissection of the vessel forms while trying to get access across this segment of the occluded vessel. If the stent is not deployed across this entry point into the sfa completely, this can lead to a small residual flap or exposed atheromatous plaque, that can result in occlusion or platelet aggregation impeding flow through the stents and early thrombosis. On this angiogram, the cranial aspect of the sfa is also not as radio-opaque as the profunda. This suggests that flow through the sfa may be partially impeded already. The cranial stent margin is always a challenge to deploy in the correct position because the operator doesn¿t want to extend the stent into the cfa and partially cover the profunda but needs to extend the stent across the re-entry point into the sfa. Of all the possible explanations of the acute stent thrombosis, this is the most probable and would be considered operator error. 3. The other possibility was that the patient had an acute immunologic response to either the stent or the drug used on the stent resulting in platelet aggregation and acute thrombosis. Without additional information, this is possibility is more theoretical. Root cause analysis a definitive root cause could not be determined from the available information. As per image review report and medical advisor input a potential root cause could be attributed to the stent not being deployed across the entry point into the sfa (superficial femoral artery). As per the image review report if the stent is not deployed across this entry point into the sfa completely, this can lead to a small residual flap or exposed atheromatous plaque, that can result in occlusion or platelet aggregation impeding flow through the stents and early thrombosis. On one of the images shared, the cranial aspect of the sfa is not as radio-opaque as the profunda which suggests that flow through the sfa may have been partially impeded already. The cranial stent margin is always a challenge to deploy in the correct position because the operator doesn¿t want to extend the stent into the cfa and partially cover the profunda but needs to extend the stent across the re-entry point into the sfa. While the images shared could not confirm for definite that the stent was not deployed across the entry point into the sfa, this is the most probable explanation for the issue encountered. Summary complaint is confirmed based on customer and/or rep testimony and images provided. According to the initial reporter, secondary intervention was performed 2 hours following initial procedure. An attempt to recross but after failure, completed a fem-pop bypass. Complaints of this nature will continue to be monitored for similar event.

Event description:
A supplemental report is being submitted due to completion of the investigation on 11 jun 2025.